Event description:
Rn programmed IV pump to infuse volume of 140 ml of chemo/IV fluids over 90 minutes; pump rate set at 96.7ml/hr. Rn noticed bag was empty but pump still showed 36 minutes and volume of 57 ml left to be infused. Verified with pharmacy that the volume of fluid in bag was correct to start so pump was sent to biomed to check calibration. Biomed went through pump history and couldn't find anything conclusive as to this issue. A preventive maintenance check was run on the pump with volume output too low to pass the test. Because of this, the pump is being sent to baxter for evaluation. Manufacturer response for IV infusion pump, baxter sigma spectrum infusion pump (per site reporter): no response yet.